Manufacturer narrative:
Currently it is denied that the system 83 plus device may have caused or contributed to the adverse event as alleged in the legal documents. No other information is available at this time. When additional information becomes available a follow up report will be submitted.

Event description:
Adverse event, injury as alleged solely in legal documents.